Event description:
Medtronic physio-control is investigating the occurrence of fault codes 910a and 5806. Fault code 910a will disable the device. After cycling device power twice, the fault code will be cleared and the device will resume normal operation. There have been no confirmed reports of distributed devices exhibiting this symptom.